Event description:
On (B) (4) 2005, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aneurysm. Approximately 3-6 months later (exact date unknown), the patient had a routine follow-up computed tomography angiography that revealed a small amount of aneurysm growth (amount of growth unknown) and contrast within the aneurysm sac. On (B) (6) 2006, the patient was implanted with one gore tag thoracic endoprosthesis to treat the aneurysm growth and endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted or related to this event: (B) (4).